Event description:
Boston scientific received information that this patient underwent a lead revision procedure for a dislodged lead. The lead was repositioned. At this time, it is unknown which lead had dislodged. A request for additional information has been made. There were no additional adverse patient effects.

Event description:
The local field representative indicated that they were unaware of a lead dislodgement and could not provide any further infomation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.